Manufacturer narrative:
This report is submitted on may 05, 2023.

Event description:
Per the clinic, the patient underwent a skin debridement surgery on (B)(6) 2021 (specific date not reported) in order to remove the granulation tissue.